Manufacturer narrative:
Initial and final (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels on (B)(6) 2025 and patient replaced the two infusion sets, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The infusion set was in use for about five hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.